Manufacturer narrative:
Investigation into this event found that the non-reproducible, lower than expected vitros bhcg result occurred. No issue with instrument or assay performance is suspected. The root cause of the event is unknown.

Event description:
The customer obtained a non-reproducible lower than expected patient sample vitros bhcg result when processed on the vitros eci q immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. It is unknown whether the results were reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).